Event description:
The following article was received based on literature review. Article: intraocular lens exchange: indications, comparative outcomes by technique, and complication a retrospective study was done to describe the indications, outcomes, and complications associated with intraocular lens (iol) exchange. A total of 511 eyes of 488 patients underwent intraocular lens exchange. Of the 511 eyes that underwent iol exchange, 42 eyes were implanted with either the alcon acrysof restor (n=23 eyes) or the tecnis symfony toric multifocal lens (n=8 eyes). It was reported that the patients implanted with the alcon acrysof restor or the tecnis symfony toric multifocal lens experienced visual distortions (refractive error n=24 eyes, floaters n=9 eyes, or astigmatism n=11 eyes) and led to the iol exchange. It is not clear if these complications occurred in the eyes implanted with tecnis symfony toric multifocal lens or the other product. In one patient that had an iol exchange to tecnis pcb00, the patient underwent a second iol exchange due to glares/halos and dysphotopsia. The replacement iol was a non-johnson & johnson surgical vision sulcus lens. There were no suture(s). Pre-op uncorrected visual acuity (ucva) was reported as 20/20 and final ucva was reported as 20/15. A copy of the article was provided with this report. This report is for model pcb00, patient 2 adverse event. A separate report is being submitted to capture the tecnis symfony toric multifocal lens issues.

Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Sections a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: article was accepted 24 february 2023. Section d-4 catalog number: a complete catalog number is unknown, as the serial number was not provided. Only provided as pcb00. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - clinical code: 2140 glare, 2140 visual disturbance- dysphotopsia. Citation: patel v., pakravan p., lai j., watane a., mehra d., eatz t.a., patel n., yannuzzi n.a., and sridhar j. (2023) intraocular lens exchange: indications, comparative outcomes by technique, and complications. Clinical ophthalmology 17, pp. 941-951. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.